Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the expected low and stockout notifications were not appearing. A technical support specialist (tss) found that the medication had reached zero quantity through overrides, was counted at zero, and unloaded yet no stockout or low notices were generated to the printer, stockout reports, or health sight viewer (hsv). Server-side checks confirmed no stockout bulletins were sent, and a ghost/phantom pocket load was ruled out after cce database review showed the medication was not loaded and had no stuck inventory records. The medication was later reloaded with min/max values reset to 1/1, at which point a stockout notification appeared only on the handheld device but still did not display on the stockout report or hsv. The root cause was ultimately identified as a formulary configuration setting that suppressed stockout notifications, preventing them from being generated and displayed. Once this setting was identified, it was confirmed as the reason for the missing notifications, and the issue was resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es there were issues with it not appearing in the stock out reports, and the medication was unloaded on the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.